Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a ligation procedure performed on (B)(6) 2021. During the procedure, when attempting band deployment, the tripwire "fractured" and the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of tripwire fractured. Medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was not broken, and it was properly attached to the handle assembly. It was partially rolled in the handle assembly, also it was kinked at proximal section. The ligator head returned with six bands present and moved out of their original positions. Additionally, three bands were broken and were caught under other bands, indicating that the device failed to deploy the bands. Additionally, the suture was intact and was attached to the tripwire loop. Microscope examination was performed, and it was noticed that some ligator teeth were bent and the suture hole was slightly torn. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was used in the gastric venous during a band ligation for esophagus and gastric varices. The IFU states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction". The reported event of trip wire break was not confirmed as the tripwire returned intact; however, the reported event of failure to deploy bands was confirmed. Upon analysis the ligator teeth were found bent and the bands moved out of their original position with some broken. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity and led to the problems found. Additionally, the trip wire was found bent. This could have been generated during initial set up when removing slack from the device or while turning the handle assembly during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a ligation procedure performed on (B)(6) 2021. During the procedure, when attempting band deployment, the tripwire "fractured" and the remaining bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.